Event description:
The reporter stated the surgeon used an aq2010v three piece silicone lens. Problem inserting the lens into the eye. What kind of problem is unknown. Touched patient's eye. No patient injury. Further information has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when additional information is available.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned product found one loop haptic and piece of optic is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).